Event description:
Customer reported a pod that was difficult to fill with insulin. Customer placed the pod on anyway and when several hours, their blood glucose (bg) had climbed to 380 mg/dl. Customer then placed a new pod on and bg resumed a normal range. No further issues were identified.

Manufacturer narrative:
The product was not returned, so no eval is possible. The customer noticed a "crackling" noise during the fill process which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these condition could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of the high blood glucose and started a new pod or backup therapy if needed.